Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report a leaflet tear. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. The first mitraclip was implanted without issues. A second xt mitraclip was attempted to be implanted. However, a grasp that resulted in satisfactory reduction in mr could not be achieved. After trying several positions, it was suspected that an anterior leaflet perforation had occurred at the tip of the anterior clip arm. The clip was still deployed and the mr was reduced to grade 2-3. No further treatment was performed. No additional information was provided.